Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the sixth firing with a green cartridge, the device was fired. The specimen side was intact, but the two inner rows on the patient side delivered goal post shaped staples. Peristrips were being used at the time of the event. Another device with a black cartridge and peristrips was used to complete the procedure. Black cartridges were used with the first two firings and oozing was noted. Amount of bleeding was unknown, but no blood transfusion was required. A bovie was used to control the bleeding. Green cartridges were used on firings three through six. Black cartridge was used on last firing after the staple line issue. The patient bmi was unknown. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The cartridge was received with the right side fully fired, left side outer row fully fired and the left two inner rows unfired. Upon further evaluation the one piece sled was found to be broken with the left side ramp broken and damaged in the area it interacts with the knife. Additionally the cartridge and pan were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. The one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.